Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and displayed an error message (sf189) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device stopped ventilation and displayed an error message (sf189) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed ventilation resumed immediately upon the subsequent restart of the device that took less than 20 seconds. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).